Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that it had caused the reported lock-up condition; however, further component level cause could not be determined. Both the sc pcb assembly as well as the ui to stack flex cable assembly were ancillary parts and no failures were observed.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that the display was blank with lines running through it. Additionally, the device appeared to lock-up and the only button that would respond when pressed was the on/off button. As a result, defibrillation was not possible. There was no patient use associated with the reported event.